Event description:
During removal, the catheter broke and went into pt's arm. Pt taken to emergency room where a vascular surgeon made an incision and was able to remove catheter. Surgeon discovered fibrin sheath around the end of catheter. Sent to lab for culture.